Event description:
It is reported that when the user placed the stent into the pt, he found that it had broken into two pieces. The incident occurred after transurethral resection of the prostate (turp) stone removal. G-wire used was included in the kit. When the user advanced the stent, immediately it was found to be broken and was removed during the initial procedure. The stent was not replaced.

Manufacturer narrative:
The stent was returned broken in two pieces. Visual examination was performed and it was noted that the stent had jagged edges indicating that the stent was stressed beyond its tensile capabilities. The device history record was reviewed finding nothing that could cause or contribute to the reported event. As a finished good, quality assurance performs random visual inspections to assure that all components are preset and correct. A review of internal reject records showed no rejections resulted from the visual inspections over the last two years. The instructions for use states in the precautions section: "improper handling technique can seriously weaken the stent. Acute bending or overstressing during placement could result in subsequent separation of the stent at the point of stress after a prolonged indwelling period. Exercise care. Tearing of the stent can be caused by sharp instruments. (B)(4).